Event description:
It was reported by the user facility that the drill heated up. It is unk if there was any pt involvement or adverse consequences associated with this event. Attempts to obtain additional info from the user facility were unsuccessful.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation results require.